Event description:
It was reported that the device was heating up during testing. No patient involvement was reported.

Event description:
It was reported that the device was heating up during testing. No patient involvement was reported.